Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant attempt, the new pacemaker was connected to the lead which was a competitor product. The impedance readings were high so the physician decided to change out the pacemaker and put in a new ventricular lead. No patient complications have been reported as a result of this event.